Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a change in charging frequency, shifting from every 5 days to every 2 days. The patient indicated no change in groups or intensity, and reported that charging was functioning well with excellent coupling. Troubleshooting was attempted over the phone, and it was suggested that the caller meet with the patient to check recharge history, groups used, and impedances, and to contact support while with the patient. No symptoms reported. Additional information was received, it was reported the representative met with the patient on january 9th, 2025 to check recharge history and programmed settings. It was noted the patient had impedances 40,000 on electrode 3. The patient was reprogrammed to avoid electrode 3. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.